Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. Due to lack of information and device not returned, an exact root cause could not be determined. Potential causes include: patient's bone quality, patient falls post-op, high activity level of patient, set screw not final tightened completely during initial surgery, etc.

Event description:
A physician reported a migrated right-side t1 yukon set screw. The patient was implanted with a construct from c2 to t1 and the set screw migration was noted in an x-ray taken six months post-operatively. It is not known if revision has been scheduled.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported a migrated right-side t1 yukon set screw. The patient was implanted with a construct from c2 to t1 and the set screw migration was noted in an x-ray taken six months post-operatively. It is not known if revision has been scheduled.